Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while on the machine. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was found deceased while still connected to the liberty select cycler. The pd clinic put the patient¿s liberty select cycler on hold until an investigation was completed, and cause of death determined. The pdrn stated the cause of death was reported as cardiac arrest. The pdrn confirmed there were no issues reported with the patient¿s liberty select cycler prior to the death and it is not suspected that the cycler contributed to the patient death. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, on the top cover, on the pump door, on the safety clamp, on the pump body membrane, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 14500ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump, on the inside of the rear panel, behind mushroom heads a & b. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while on the machine. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was found deceased while still connected to the liberty select cycler. The pd clinic put the patient¿s liberty select cycler on hold until an investigation was completed, and cause of death determined. The pdrn stated the cause of death was reported as cardiac arrest. The pdrn confirmed there were no issues reported with the patient¿s liberty select cycler prior to the death and it is not suspected that the cycler contributed to the patient death. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The cause of death has been documented as cardiac arrest. Patients on long-term dialysis therapy have high mortality due to mostly cardiac causes with sudden cardiac death as the single most common cause of death in dialysis patients. Based on the available information and no evidence or allegation of a malfunction, the liberty select cycler can be excluded as the cause of the patients death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while on the machine. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was found deceased while still connected to the liberty select cycler. The pd clinic put the patients liberty select cycler on hold until an investigation was completed, and cause of death determined. The pdrn stated the cause of death was reported as cardiac arrest. The pdrn confirmed there were no issues reported with the patients liberty select cycler prior to the death and it is not suspected that the cycler contributed to the patient death. No further information was provided.